Manufacturer narrative:
One device was returned for evaluation. Functional testing was performed. Visual testing was not conducted. The testing could duplicate the customer reported problem. The root cause of the issue was determined as the main board was faulty. The main board was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device beeped constantly. There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.